Event description:
Patient required multiple bladder scans overnight for lack of urine output from the foley. The first scan machine did not turn on. When the battery was replaced, the machine still stated low battery. When applied pressure to battery, the machine turned on and bladder scan was completed. Attempted to scan bladder at 0650 but machine did not turn on when pressure was applied to the battery.